Event description:
The customer reported via phone call that his insulin pump had dead pixels on the screen and the reservoir indicator was not working. Three full lines of pixels were missing on the screen. The insulin pump was bumped. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with missing segments due to cracked zebra connector at lcd board. The insulin pump was received with minor scratches on lcd window and cracked battery tube threads.